Event description:
On (B)(6) 2011, a vns treating physician reported that sometimes the cabling of their programming system has to be held a certain way for it to work. The manufacturer's consultant visited the physician and discovered that the handheld computer also doesn't respond well to touch or the stylus anymore. Good faith attempts have been made for the return of the programming system but it has not been received by the manufacturer for product analysis to date. When additional information is received, it will be reported.